Manufacturer narrative:
On 11/18/2019, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear noted in the anterior aspect measuring approximately 0.5 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device that was received on (B)(6) 2019, was the correct suspect medical device. It was a 450cc mentor cpx 4 breast tissue expander catalog: 3548113 lot: 7431442. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(6. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent an unspecified breast prosthesis implantation procedure with a 550cc mentor cpx 4 breast tissue expander, suffered deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified implant on (B)(6) 2019.